Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The distal hole of the tfna nail was blocked; they had to explant the nail and take another one. Procedure was completed successfully with a fifteen minute delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to medtech orthopaedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed however the provided evidence was not sufficient to confirm the reported event of unable to assemble/ disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø11 130° l200 timo15 would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 20-nov-2022, expiration date: 01-nov-2032, part number: 04.037.143s, 11mm/130 deg ti cann tfna 200mm-sterile, lot number: 2988p75 (sterile), lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 2931p19, lot quantity: (B)(4). (B)(4) pieces were scrapped in cell at op# 11, machine complete, (B)(4) pieces for set-up and (B)(4) pieces for tooling-broke. (B)(4) pieces were scrapped in cell at op#30, inspect I, for hex-size. Production order traveler met all inspection acceptance criteria apart from the thirty pieces noted. Inspection sheet ns673827 rev a met all inspection acceptance criteria apart from the thirty pieces noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 3041p49, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns673829 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 920p225, lot quantity: (B)(4). Jbl-nr-0017293 was initiated against this lot due to (B)(4) for undersized on the outside diameter. This lot was 100% sorted for od and (B)(4) additional bars were found to be undersized. This makes (B)(4) bars total weighing 46 lbs. The 46 lbs were returned to the supplier and the remaining conforming 1,614 lbs were release from hold. Inspection instruction met all inspection acceptance criteria apart from the 46 lbs noted. Certified test report supplied by perryman company dated 23-jun-2022 was reviewed and determined to be conforming. Lot summary report dated 7-sep-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.